Manufacturer narrative:
In response to FDA report number: mw5090892. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is silicone migration, anxiety-product/procedure, pain, sensation increase/decrease, and lump/nodule. Reoperation has not been scheduled at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side "uncomfortable", "tingly", "breast pain", "pain in her upper chest, above the implant, and underneath armpit", "has been massaging silicone around body", "lumpy armpit-tissue", "need removed asap to improve my health", and "have been to many different types of drs over the past 10 years with no answers, the answer is obvious I need my implants out." The patient additionally reported "I am sick", "has had symptoms for more than 5 years", "over 20 symptoms of illness", "migraines", "extreme joint pain everywhere, especially neck/feet/hands and elbows", "brain fog", "no sex drive", "extreme hot flashes", "insomnia", "dry cough", "red eyes, dry eyes," "skin eruptions", "constipation", "hemorrhoids, blood ln stool", "fatigue", "allergies", "sinus infections", "teeth grinding", "dry skin", "dry hair", "heart palpitations", "photos sensitivity", "cold", "blurred vision", "ridge nails", "expelling white phlegm", "bloating", "yeast infection", "red dark eye circles", "depression."; these events are not device related. The device remains implanted.